Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with gehc technical support. The adjustable pressure limiting valve was recommended for replacement. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/28/16 voice mail, 11/29/16 voice mail, 11/30/16 voice mail.

Event description:
The hospital reported the adjustable pressure limiting valve was not releasing pressure during a case. The clinician lifted up on the adjustable pressure limiting knob and pressure was relieved. There was no report of patient injury.